Manufacturer narrative:
(B)(4). Concomitant product: guide wire: sion blue. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by (B)(4). Though this device is not commercially available for sale in the u.s., it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified and 90% stenosed proximal right coronary artery. A 2.5 x 15 mm tenku balloon catheter was advanced to the lesion; however, the balloon ruptured at 10 atmospheres. The procedure was completed with another tenku balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.